Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "we had a patient that had their huber needle line leak and squirt during a met call." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be supplier related. One 19 g x 1 in. Powerloc infusion set with a non-valved y-site was returned for evaluation. An initial visual observation showed use residue on the returned sample. Needleless injection caps were returned on both luer hubs of the returned sample, and the safety mechanism was observed to be engaged. A large longitudinal crack was observed in the y-site of the used sample between the two branches of the y-site on the larger branch. A microscopic observation revealed micro-fractures in the y-site of the returned sample around the area of the large crack. The device is a supplied component, and the supplier has been notified of this event.

Event description:
It was reported by healthcare professional "we had a patient that had their huber needle line leak and squirt during a met call." No other information was provided.